Event description:
Device malfunction: resistance during step 3. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt during step 3 (the thumb advancer stroke) and after completing 90% the procedure was aborted. The device was removed and manual compression was applied to achieve hemostasis. The technician believed that the tissue tract was deep causing the resistance. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.